Event description:
--

Event description:
Boston scientific received information that this device had declared elective replacement indicator (eri) and the patient presented with a heart rate of 47 bpm. System testing noted stable sensing measurements. However, there was no capture and bipolar impedance measurements were greater than 2400 ohms on the right ventricular(rv) channel. Lead configuration was reprogrammed to unipolar mode and impedance was 320 ohms. The patient was upgraded to a single chamber implantable cardioverter defibrillator (ICD) and the rv lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was returned for testing and is being evaluated in our post market quality assurance laboratory. This product issue will be re-evaluated when analysis is complete.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.